Event description:
Additional information was received from the rep that they were not informed with this case.

Manufacturer narrative:
Section b5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with the controller and recharger. Patient stated the controller was acting up and they reset the controller but every time they tried to plug the recharger into the controller, the controller would shut off. Patient stated they plugged recharger into controller and tried to fiddle around with it, and the port sparked and equipment got hot. Patient mentioned they could feel the difference when the implanted neurostimulator needed to be charged. A request was sent to the repair department to replace the controller and recharger device. Additional information was received from patient stating they got the new rtm and controller but they never got the controller battery. The controller they got came with aa batteries but it would not allow them to recharge their ins.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.